Event description:
The pt was found unresponsive on the floor by daughter. She was taken to the hosp and blood glucose was 52 mg/dl. She had previously been testing with suspect device and blood glucose readings were in the 1oo mg/dl range. She was given food and released. Later that day she was again unresponsive and daughter tested mothers blood glucose on suspect device and was 70 mg/dl. The paramedics arrived and tested on their device and blood glucose was 40 mg/dl. The pt was given glucose intravenously and taken to hosp.